Manufacturer narrative:
Other applicable components are: product ID 3587a, lot# lb0013, implanted: (B)(6) 2003, product type: lead; product ID 7495lz66, serial# (B)(4), implanted: (B)(6) 2003, product type: extension.

Event description:
Patient reports: surgical lead was not optimally placed in 2003. Additional information was receive form the consumer. It was reported that in 2003, the lead was placed too high in the patient's neck and it was in the wrong place. The patient did not use the implantable neurostimulator (ins) for two years since then and the ins ended up not working at all. In 2007, a manufacturer representative (rep) met with the patient and discovered that the lead was disconnected and there was a bad connection. Due to this issue, a neurosurgeon decided to add a second lead next to the first one, but there was not enough space, so the procedure was abandoned. It was also reported that the ins had been moving around ever since implant, would get sore, and patient did not plan on using the device anymore. The patient was implanted for peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.